Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's first ins was put in incorrectly and never worked. The device was replaced. No further complications were reported/anticipated.